Manufacturer narrative:
Of the 1 allegation of a malfunction, zero pumps were returned to animas. During investigation for unrelated allegations, there were 1 additional battery compartment failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the 2020 model pump experienced a battery compartment issue. These reports were received from various sources. The patient associated with this allegation was 26 years of age. No weight details were provided. The reported patient was female.